Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, discomfort, swelling, metallosis, and elevated chromium and cobalt levels. Update (B)(6) 2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and elevated metal ions. Labs provided indicated the metal ion levels were above 7ppb. During the doi, a small crack in the femur occured while broaching. The crack was cabeled. An unknown broach is being added to the complaint. The complaint was updated on: (B)(6) 2015.